Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine via an implantable pump for non-malignant pain. It was reported that the patient complained of decreased therapy efficacy. A dye study revealed that the catheter had migrated down 2 vertebral levels. It was unknown if there were external factors that contributed to the event. A revision is scheduled for (B)(6) 2022 to replace the spinal segment. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.